Event description:
Technician alleged head siderail wouldn't latch.

Manufacturer narrative:
Technician found nothing lined up where strap assembly and latch block cause siderail to latch. Technician took siderail completely apart and reworked assembly by removing excess metal and burs to make assembly latch properly.